Manufacturer narrative:
Batch review performed on 11 may 2020: lot 157017: (B)(4) items manufactured and released on 04-apr-2016. Expiration date: 2021-03-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 1-1-2016.

Event description:
About 2 years after primary surgery the surgeon revised the patient knee for pain and instability. The surgeon resurfaced the patella and swapped the 11mm poly with a 14mm one.